Manufacturer narrative:
There was no patient involvement. Unique identifier: (B)(4). Investigation results: the device was returned per recall instructions (ge healthcare reference (B)(4). This device did not exhibit the symptoms of the issue identified in the recall--"displayed end tidal oxygen (eto2) and fraction of inspired oxygen (fio2) values may be incorrect which could cause up to 50% measurement error in the eto2/fio2 values;" during use by a customer however, under x-ray inspection was confirmed to have missing soldering in the coil wires of the miniom sensor unit. Further internal testing by ge healthcare revealed that when warmed up, the o2 reading was showing erroneously low values. The root cause of the missing solder was a result of a production process change in the miniom assembly line which led to insufficient control points for detecting missing solder joints. The recall has been identified by the FDA as a class I recall thus this report is being submitted.

Event description:
The device was identified as having missing soldering; there was no patient involvement.